Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review for a patient in the emergency department for ventricular tachycardia (vt). The log file captured 123 pulsatility index (pi) events on (B)(6) 2026. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.